Event description:
It was reported that, peri-operative, the octad lead could not be steered, even with several punctures being made. Actions involved replacement of the lead by a quad lead, which was steered from the last puncture in 2 minutes. There was no patient injury. The patient outcome was noted as ok.

Manufacturer narrative:
Lead: model # 3877, lot # unknown, implanted (B)(6) 2012, explanted (B)(6) 2012.